Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported failed accuracy condition. The device was found within specification during flow rate testing and the customer reported issue 'failed accuracy test' could not be reproduced during evaluation. The event history log (ehl) review was performed. An event occurrence date was not reported. The last infusion programmed and ran by the customer was at a rate of 40 ml/hr and vtbi (volume to be infused) of 20 ml. The infusion ran to completion without interruption. No abnormalities were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. A review of the event history log was performed. The reported condition was not verified. No causality was identified and no correction required. During evaluation the device had low audio. The cause was identified to be a detached speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed accuracy test during testing. There was no patient involvement. No additional information is available.